Event description:
It was reported the patient was experiencing uncomfortable stimulation following being struck by a shopping cart. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the ipg was explanted and replaced. Surgical intervention addressed the issue.